Event description:
The user facility reported the neuroballoon catheter was primed with 0.8ml and the line burst. As per the MFR's recommendation, "prior to use, inspect the balloon catheter by gently inflating with 1 ml (1cc) of air and examine to verify balloon integrity and shape." It should be noted that the product was not in contact with the patient. It was also conformed that the hospital had back up of this device, and no surgical delays were reported.

Manufacturer narrative:
The device involved in the incident has been received, and an investigation has been initiated based on the reported information.